Manufacturer narrative:
(B)(4). Baxter received the device. Due to the vague customer symptom of "failed preventive maintenance," an exhaustive cause determination was not performed for the allegedly failed upstream occlusion test. Evaluation was not aware of the customer note at the time of device inspection. The reported failure was not reproduced; however, the device was found to pass all upstream occlusion testing. The device was repaired and tested prior to release to ensure the device met all specifications.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion during preventive maintenance testing. Any patient involvement, injury or medical intervention is unknown.